Manufacturer narrative:
This MDR was generated under protocol b10009704. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. Visual and functional testing were performed. Upon inspection, the seal was intact. The device was in good condition with no appearance of any physical damaged. There was a primary audible alarm background test error in event history log. The reported event could not be verified after the occlusion test. The root cause of the reported event could not be determined. The technician replaced speaker and interconnect board for preventive measures. The device passed occlusion and all functional tests. There's a corrective action preventive action (CAPA) for primary audible alarm background test issue.

Event description:
It was reported that the primary audible alarm background occurred. No patient injury reported.